Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Product performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. There was one patient alert for lead failure predictor on (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. The daily pacing lead trend data show an increase for ventricular pace bipolar impedance from 399 to 2025 ohms peak between (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 59 in 0.89 days between (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One ventricular non-sustained tachycardia episode at 140 ms occurred on (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes occurred at <(> <<)>=185 ms average ventricular cycle length occurred on (B)(6) 2013.

Event description:
It was reported that the right ventricular lead had high threshold and high impedance triggering an alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.